Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet system during the initial learning phase after a recent pump factory reset associated with starting ozempic, with lowest glucose values of 39 mg/dl on cgm and 38 mg/dl on bgm; the pump alerted to the low, the user self-treated with oral glucose tablets, and a bystander provided non-medical assistance. Symptoms included shakiness, visual disturbance, and incoherence. Outcomes included recovery without ems activation, glucagon, emergency care, or hospitalization, and the low did not persist beyond 90 minutes. Investigation included complaint assessment, user interview, and troubleshooting and education regarding learning-phase glycemic variability and activity-related glucose changes. Investigation of this case revealed no device malfunction and that the event was consistent with hypoglycemia of unclear cause during early learning and concurrent medication and activity changes. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.